Event description:
Found during inspection. The customer called to report that the device was not displaying the "ok" symbol and would not power on.

Manufacturer narrative:
The device is being sent to physio-control for eval. A replacement device was provided to the customer. Physio-control will submit a supplemental report on this event to the FDA.